Event description:
Olympus medical systems corp. (Omsc) was informed that during uncertain procedure, the probe of the subject device broke. The broken probe was retrieved, and there was no report of injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke down at 19 mm from the distal end. There were not any scratches at the broken point. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, since there were not any scratches at the broken point, we have concluded that the physician activated the ultrasound output while twisting the subject device grasping a tissue. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, improper handling the subject device cannot be ruled out as a contributory factor to this event. This report is being submitted as a medical device report in an abundance of caution.